Event description:
It was reported that the 17.0mm/3.2mm wire guide would not fit through the insert for trochanteric fixation nail (tfn) during a surgical procedure. Additionally, the tip of the dynamic hip screw/dynamic compression screw (dhs/dcs) broke at the grey end when impacting the plate. A ten (10) minute surgical delay was noted, but no patient harm assessed. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. Device used is an instrument and is not implanted or explanted. Subject device has been received; no conclusion could be drawn as the product is entering the complaint system. Device history report: lot 4627981. Brandywine instruments assembly manufactured the 17mm/3.2mm wire guide (part number 357.392, lot 4627981). Initially, the part conformed to the synthes final inspection sheet. The parts were released to the warehouse on (B)(4) 2003. A material record report (mrr) was issued on (B)(4) 2003 for visual non-conformance (rounded over thread); parts were found conforming and the mrr was closed on (B)(4) 2003. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed for the subject device (part number 357.392, lot number 4627981, 17.0mm/3.2mm wire guide). The 357.392 17.0mm/3.2mm wire guide is an instrument routinely used in the titanium trochanteric fixation nail system per the technique guide. The device was returned and reported that a guide wire was unable to pass through the cannulation. This condition is unconfirmed; the device was has been used successfully for over eleven years and nothing is blocking the hole for the guide wire. It is likely that a foreign substance occluded the cannulation during surgery or the guide wire was deformed and could not pass through the guide leading to this complaint condition. The device was manufactured in september 2003 and is over eleven years old. The balance of the device is in fairly worn condition. The subject device drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does not agree with the complaint description. The complaint condition for this device cannot be replicated. The complaint condition for the 357.392 lot number 4627981 17.0mm/3.2mm wire guide was likely caused by a foreign substance occluding the cannulation or the guide wire was deformed and was unable to pass through the cannulation; however, this complaint is not a result of any design related deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.